Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot. D11. H3, h4, h6: a review of the receiving inspection (ri) for x15 driver final tightener was conducted identifying that lot number nn149181 was released in a single batch. Batch1: lot qty of 314 units were released on september 3, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x15 driver final tightener (p/n: 202000403, lot #: nn149181) was returned and received at us customer quality cq. Upon visual inspection, the distal tip of the device was stripped and twisted. No other issues were identified with the complaint condition. The stripped/worn condition of the distal tip is consistent as an end-of-life indicator for the device. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Functional test: a functional test was not performed on the returned device as it was returned by itself, but the alleged device interaction issue could be confirmed due to the observed condition. Can the complaint be replicated with the returned device? Unable to perform conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D3. G1.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in singapore as follows: it was reported that on (B)(6) 2021 during a posterior cervical fixation procedure, one (1) x15 driver did not fit the innie correctly and slipped when attempting final tightening. A second x15 driver was stiff and difficult to snap onto the rod. The procedure was successfully completed using the synapse crosslink. There was no surgical delay. Concomitant device reported: unknown setscrew (part# unknown, lot# unknown, quantity unknown), unknown rod (part# unknown, lot# unknown, quantity unknown), unknown tightener (part# unknown, lot# unknown, quantity unknown). This report is for one (1) x15 driver final tightener. This is report 2 of 2 for (B)(4).